Event description:
It was reported that a user on their first day using the ilet noted a blood glucose of 240 mg/dl and contacted support regarding meals. The agent advised the user that they could eat and instructed them to enter a meal announcement before eating. The user will need assistance supply change process. Investigation of this case revealed an unclear cause for the hyperglycemia with no device malfunction identified based on available information. No symptoms associated with high blood glucose reported. Outcomes included user education completed by support. It was concluded that the event was user-managed with education and no further clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.